Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with product testing. The lead was returned in good condition and passed all electrical testing. No physical or functional anomaly was observed that would contribute to the reported issue. The root cause of the lead migration could not be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-14040. It was reported the patient experienced ineffective stimulation due to the leads migrating. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was reestablished postoperatively.